Event description:
Information was received that the cadd legacy pump would not reset the reservoir volume as cassette was being changed. Dose or amount: 6ng/kg/min, frequency: continuous, route: IV. No reported adverse effects.